Event description:
It was reported that the healthcare professional (hcp) suspected over-infusion ¿due to repeated lower than expected volumes at refill¿ that was later confirmed through device analysis. There was volume discrepancy at pump replacement where the expected volume was 15.4 ml but the actual volume was 12 ml. The pump was completely explanted and replaced. The pump was returned for analysis. There were no reported patient symptoms and the patient recovered without sequela. The cause of the discrepancy was not determined. The pump was used to infuse dilaudid, bupivacaine, and clonidine. Follow up was being conducted to obtain additional information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).

Manufacturer narrative:
Long term analysis of the pump supported the previously reported analysis code.

Manufacturer narrative:
Destructive analysis of the pump, model# 8637-20, serial# (B)(4), found an additional anomaly. A gear train anomaly occurred (corrosion and-or wear and-or lubrication). The gear train anomaly/stall was due to the shaft bearing.